Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her mother¿s onetouch ultra 2 meter was displaying an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began on the evening of (B)(6) 2018. She reported that the patient manages her diabetes with a combination of diabetes medication including levemir and novolog. The reporter stated that her mother made no changes to her normal diabetes management regimen, in response to the alleged issue. The reporter alleged that after the meter issue began (date/time unknown) the patient developed symptoms of ¿delirious¿. The reporter stated that no treatment was required or received in the response to the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, the correct test strips were being used, and the patient was following the correct testing steps and there was no obvious misuse of the meter. The csr noted that when the power button was pressed the error 2 message did not appear. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.